Event description:
It was reported that a patient underwent an acdf procedure. During the procedure, the tip of the kerrison broke and remains in the vertebral body of the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.